Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; deformation, crease fold, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.